Manufacturer narrative:
The device was manufactured on 05/17/2012 which is prior to UDI require implementation. This device does not have an UDI, and no UDI will be listed in this report.

Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam. Additionally, the service technician noted, dust/dirt inside the device, main pca replacement required and also found error codes e-53 (comp_log_sem_timeout), e-55 (therapy_queue_full), e-66 (stuck_encoder_b). The device was scrapped as per customer request.